Event description:
It was reported that metal tip of the inserter broke off during insertion. The broken piece was removed and the implant was not damaged. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual review confirms the inferior tang is broken off on the instrument, and the superior tang is cracked, consistent with bend stress overload. Microscopic examination of the fracture surfaces reveals a fairly tortuous fracture, with no indication of fatigue. The nature and location of the fracture surface is consistent with excessive bending force. A review of device history records is not possible at this time without additional device information.